Manufacturer narrative:
The root cause for the reported issue was determined by the customer that the pump did not malfunction. Instead, it was found that their pharmacy department supplies 50ml bags of ertapenem instead of the 100ml bag that is pre programmed on the guardrails drug library was not determined. The reported issue that there was determined by the customer that the pump did not malfunction. Instead, it was found that their pharmacy department supplies 50ml bags of ertapenem instead of the 100ml bag that is pre programmed on the guardrails drug library could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that ertapenem 1gm was programmed using guardrails drug library and was intended to run over 30 minutes. However, the medication was infused in 15 minutes instead. It was determined by the customer that the pump did not malfunction. Instead, it was found that their pharmacy department supplies 50ml bags of ertapenem instead of the 100ml bag that is pre programmed on the guardrails drug library. There was patient involvement and no harm to patient.